Event description:
The customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified that when the battery was detached and when the unit was attempted to be operated on ac power, it did not operate. There was no patient involvement.

Manufacturer narrative:
Since the manufacturer's international service technician identified on 10/30/2016 that the unit did not operate on ac power, the power management (pm) board was replaced. Pm board was sent to the vent manufacturing facility for evaluation. Visual inspection of the pm board did not reveal any evidence of damage or contamination. Pm board was installed in the test ventilator in an attempt to duplicate the reported problem. The ventilator did not power on ac power. Pm board was removed from the test vent. During debugging of the pm board, d3 (switching diode) was found shorted and d37 (switching diode) open. Diodes d3 and d37 were replaced and the pm board was reinstalled in the test unit. This time unit powered up. Therefore, the root cause for the unit not able to operate on ac power was due to the shorted diode d3 and open diode d37 on the pm board.